Event description:
It was reported the backrest would not lower from an up position to a flat position.

Manufacturer narrative:
The customer replaced the cylinder and the backrest functioned according to specification. The malfunctioning cylinder was discarded.